Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was alarming down occlusion and they were unable to clear the alarm and restart their dobutamine infusion. They stated that they called ems and the patient was transported to the emergency room. Mmd did follow up with the initial reporter multiple times to ascertain the patient condition and if replacement pumps had been delivered to them. Those attempts were not successful and the initial reporter provided no additional information. [Complaint-(B)(4)]